Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that he do not know when this happened sterile services gave to sales rep when the rep was checking instruments and said it was broken. Did not happen during surgery. The rings on the instrument are bent and the screws heads are off one side needs to be replaced. No surgical delay.